Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rectocele ("rectocele") and enterocele ("vaginal enterocoele"), 9 years 10 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdominal pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy and partial hysterectomy to remove esssure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, rectocele, enterocele, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, weight increased, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, enterocele, menorrhagia, migraine, pelvic pain, rectocele, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of the fallopian tubes is demonstrated with the ensure catheters in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received: events added- abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), migraines / headaches,dyspareunia (painful sexual intercourse), weight gain, lower abdominal pain and pelvic pain. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, depression and anxiety. Concurrent conditions included chronic cervicitis. Concomitant products included clonazepam (klonopin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rectocele ("rectocele") and enterocele ("vaginal enterocoele"), 9 years 10 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdominal pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy and partial hysterectomy to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, migraine and pelvic pain had resolved and the rectocele, enterocele, dyspareunia, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, enterocele, menorrhagia, migraine, pelvic pain, rectocele, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Occlusion of the fallopian tubes is demonstrated with the ensure catheters in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received. Event outcome were updated of events pain, bleeding, migraines. Concomitant drugs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, depression and anxiety. Concurrent conditions included chronic cervicitis. Concomitant products included clonazepam (klonopin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rectocele ("rectocele") and enterocele ("vaginal enterocoele"), 9 years 10 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdominal pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy and partial hysterectomy to remove esssure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, migraine and pelvic pain had resolved and the rectocele, enterocele, dyspareunia, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, enterocele, menorrhagia, migraine, pelvic pain, rectocele, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion of the fallopian tubes is demonstrated with the ensure catheters in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rectocele ("rectocele") and enterocele ("vaginal enterocoele"), 9 years 10 months after insertion of essure. The patient was treated with surgery (salpingectomy and partial hysterectomy to remove esssure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, rectocele and enterocele outcome was unknown. The reporter considered abdominal pain, enterocele and rectocele to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test- not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: pfs received. Event 'injury' was replaced with specific events abdominal pain. Rectocele and enterocele. Reported indication was added. Abdominal pain was marked for intervention and serious (partial hysterectomy and salpingectomy to remove essure). Device removal was marked as yes. Mir information was updated accordingly. Date of explantation was added. Confirmation test for essure (hsg) was added. Reporter information was added as per the source document. Date of birth of patient was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.